Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, after applying some clips they observed that the medium-large clip applier instrument gets stuck (blocked) and cannot open or close, finally instrument was replaced by a new one of the same kind. The procedure was completed with no reported injury. There were no delays. Isi obtained the following additional information: after digging in the tool usage, the clinical sales representative (csr) discovered they applied 7 clips (7 uses registered by davinci). However, they did not have information about if the obstruction of the instrument motion occurred with or without vessel/tissue attached, just that it was noticed inside of the patient and that it did not trigger further damage or blood loss, neither left any material inside. The procedure was completed successfully using a backup clip applier. The surgery was a pancreatic tail resection (pancreatectomy - distal).